Event description:
Same case as 1527460-2010-00086 and 1527460-2010-00087. The complaint reports a balloon burst. Replacement tube was inserted on (B) (6) 2010, and the balloon burst on (B) (6) 2010.

Manufacturer narrative:
(B) (4): the device reported, list number m190, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. (B) (4)